Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 406 mg/dl and 87 mg/dl within 10 minutes on the aviva system. Customer was using an incorrect code key when the reported results were obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.